Event description:
It was reported (B)(6)2019 that a patient presented to the emergency department for abdominal pain. One false negative result occurred when the medline hcg cassette was administered. A CT scan was performed based on the false negative result. It was determined that the patient had an ectopic pregnancy. Confirmatory testing was not performed. No further information able to be provided.

Manufacturer narrative:
Additional information: age or date of birth: 30 years old. Adverse event or product problem: adverse event. Date of event: event date (B)(6)2019. Date of event: it was reported (B)(6)2019 that a patient presented to the emergency department for abdominal pain. One false negative result occurred when the medline hcg cassette was administered. A CT scan was performed based on the false negative result. It was determined that the patient had an ectopic pregnancy. Confirmatory testing was not performed. No further information able to be provided. Relevant tests/laboratory data: (B)(6)2019-medline hcg combo cassette with negative result. CT scan result ectopic pregnancy. Device manufacture date: device code changed to false negative.

Manufacturer narrative:
Results pending investigation conclusion.

Event description:
Unspecified date: false positive result on the medline hcg combo cassette. No further information provided. Although further information was requested, customer was unresponsive. No further information able to be provided.

Manufacturer narrative:
(B)(6). Investigation conclusion: an investigation was performed on retained devices from the reported lot number. Retained devices were tested with qc cut-off hcg urine standard (20 miu/ml), high hcg-positive clinical urine (209.16-228.15 iu/ml), and qc cut-off hcg serum standard (10 miu/ml). Results were read at 3 minutes for urine samples and 5 minutes for serum samples. All devices produced expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Limited information regarding sample, patient, product, or testing details could be obtained. The reported issue was not replicated as retained product performed as expected. A probable cause could not be determined based on the information available. As stated in the product insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.